Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified radial vein. A 7.0 x 80, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable. It was further reported that the target lesion was 80% stenosed, moderately tortuous, and severely calcified. Additionally, the balloon was inflated more than 3 times at 20 atmospheres for 2 mins.

Manufacturer narrative:
The device was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The rated burst pressure for this device is 20 atmospheres. The returned device was attached to an encore inflation unit. Positive pressure was applied when di water was observed to be leaking from a balloon pinhole located approximately 23mm proximal from the distal markerband. A visual examination of the markerbands identified no issues. A visual and tactile examination identified no kinks or damage to the shaft. A visual and tactile examination identified no damage to the tip.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified radial vein. A 7.0 x 80, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable. It was further reported that the target lesion was 80% stenosed, moderately tortuous, and severely calcified. Additionally, the balloon was inflated more than 3 times at 20 atmospheres for 2 mins.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the moderately tortuous and severely calcified radial vein. A 7.0 x 80, 75cm mustang balloon catheter was advanced for dilation. During the procedure, the balloon ruptured. The procedure was completed with another of the same device. No complications were reported, and the patient was stable.